Event description:
After running controls on a coulter act 5diff analyzer, the customer reported finding a few drops of liquid on the tops of sample tubes. The customer also reported the red blood cell (rbc) result was low on the instrument. The leak was not contained to the instrument. The operator was wearing gloves when the leak occurred and wore gloves, lab coat, and goggles while troubleshooting the instrument. There are no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous patient results generated in connection with the leak.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) advised the customer to clean the rinse block and run an extended clean process. The customer completed the cleaning and reported the leak was not resolved. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the bottom of the probe wipe was cracked and leaking fluid. The fse replaced the rinse block to resolve the leak and low rbc results. Incidental to the leak, the fse found the needle was stuck in the needle carriage due to corrosion and the aspiration probe was bent. The fse replaced the needle assembly and aspiration probe. (B)(4).